Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage shock from their implantable cardioverter defibrillator. The therapy was given when a supraventricular tachycardia fell into the ventricular fibrillation diagnostic zone. Also, noticed was an episode of ventricular tachycardia was diagnosed in the ventricular tachycardia zone due to atrial blanking. The patient remained stable and the event was resolved.